Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and the subsequent treatment appears to be related to operational context. In this case, it is likely partial capture of tissue prevented hemostasis. The patient effects of hematoma is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after an interventional procedure with a 6f sheath. Reportedly, the first device had no threads [cuff miss]. The knot of the second device wasn¿t tying to the artery [failure to advance knot]. The third device went into the artery [functioned as intended], but the patient was still bleeding and a hematoma formed. Manual compression was applied to treat the hematoma. An additional femostop device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.